Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the spring in the handle was broken, and the clip failed to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.